Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 368607, batch no. 9197732. It was reported that after use of the bd vacutainer® eclipse¿ blood collection needle the employee experienced a defective locking mechanism which resulted in a needle stick injury. The employee underwent blood borne pathogens testing. The following information was provided by the initial reporter: verbiage received during phone call, laboratory manager called to report incident that occurred (B)(6) 2019. Employee was attempting to secure needle with safety when safety shield broke off leading to a needle stick injury. Employee was sent for post exposure testing for (B)(6). Results of post exposure testing are not available nor will be.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for defective locking mechanism and needle stick with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
Material no. 368607 batch no. 9197732 it was reported that after use of the bd vacutainer® eclipse¿ blood collection needle the employee experienced a defective locking mechanism which resulted in a needle stick injury. The employee underwent blood borne pathogens testing. The following information was provided by the initial reporter: verbiage received during phone call, - laboratory manager called to report incident that occurred 11/07/2019. Employee was attempting to secure needle with safety when safety shield broke off leading to a needle stick injury. Employee was sent for post exposure testing for hepatitis b & c as well as hiv. Results of post exposure testing are not available nor will be.